Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the vinyl seat is sagging to the point they can feel the crossbraces underneath.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation. The evaluation identified that the seat upholstery was sagging and bottoming out on the cross braces, which confirmed the original complaint issue. However, the underlying cause could not be determined. The invacare tracer IV heavy duty/extra wide wheelchair user manual (part 1110558 rev h) contains a safety inspection checklist on pages 27-30 which states to inspect the seat and back for rips and sagging upon receipt of the wheelchair and periodically throughout the life of the device.

Event description:
Dealer states the vinyl seat is sagging to the point they can feel the crossbraces underneath.